Event description:
The customer contacted spacelabs healthcare technical support to report that a xprezzon bedside monitor was frequently appearing offline at the xhibit central station and would stop working in the room. There was no patient or user harm associated with this event. The customer reported that the device would come back up, but would require the patient to be readmitted. Spacelabs technical support advised the customer that the symptoms indicate a possible power related issue and advised that have their biomed department evaluate the device. In a follow up call with the customer, the customer confirmed that no further issues were observed with the device and they were unaware of any additional information. Cause of failure could not be determined due to lack of information. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.